Event description:
The user attended the service for routine mapping, and a decrease in auditory performance was found.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Reimplantation is considered but no exact date has been communicated.

Event description:
The user attended the service for routine mapping, and a decrease in auditory performance was found. The family does not report a fall, trauma or change in the patient's health status. Reportedly, the user_s hearing performance was much better before and that there was a significant recent worsening. Reimplantation is considered.

Event description:
The user attended the service for routine mapping, and a decrease in auditory performance was found. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.